Event description:
It was reported that during the implant procedure, the helix failed to work the device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the conector pin of the lead was bent. Upon visual inspection it was noted that the lead was damaged during the implant process.